Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The site reported that the patient had worsened mitral regurgitation following removal of impella 5.0. Mitral valve repair was performed, and the removed valve leaflet was reportedly bent. Additional information indicated that the impella position was poor, and the pump was facing the back wall of the heart. Therefore, the root cause of the reported heart valve damage was most likely improper positioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient had mitral valve injury after using 5.0 pump and mitral valve repair (mvr) was performed. It was reported that the patient survived normal explant.